Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown, device appears to trigger rejection, malposition of device, skin inflammation/irritation, fever, lymphadenopathy, swollen lymph nodes/glands, pain, recall, hair falling out a lot, dizziness, headache, material invagination, infection-unknown onset.

Event description:
Patient reported "right side pain, stabbing sensation, shortness of breath-not device related, palpitation-not device related, dizziness-not device related, headache-not device related, joint pain-not device related, dry eye-not device related, dry mouth-not device related, hair loss-not device related, tiredness and fatigue-not device related." "Patient informs that has been experiencing symptoms and the symptoms increased 100%, did not relate the symptoms to the prostheses, but became aware of the recall," ¿capsular contracture baker grade unknown" ¿prostheses have gone up,¿ "breast inflammation,¿ ¿episodes of fever,¿ ¿palpable axillary lymph nodes,¿ ¿lymphnode size augmentation,¿ hair is falling out in clumps.¿ patient later reported "lot of pain, infection on the breast, palpable lymphnodes in the axilla," ¿intramammary lymph nodes," ¿palpable lymph nodes in the axilla,¿ ¿seroma," ¿radial folds,¿ ¿pain and hardening of breasts." "Patient informed that, has been very unwell. Various symptoms until discovered that it was all the silicone prosthesis." "Reports pain and hardening of breasts already." "Bilateral radial folds and adjacent seroma." Intramammary lymphnodes." The device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, g2.

Event description:
Legal counsel later reported "has been very unwell. Various symptoms until discovered that it was all the silicone prosthesis" "reports pain and hardening of breasts already." "Radial folds and adjacent seroma." Intramammary lymphnodes" legal team reported "the patient began to show the first symptoms, but they worsened significantly." "These symptoms have become debilitating, directly affecting quality of life, the plaintiff is suffering from intense hair loss, frequent chest pains, fever, breast pain, hardening of the breasts, which causes great discomfort and limitations." "The plaintiff began to experience devastating symptoms that have profoundly affected health and quality of life, suffering from intense and constant pain, recurrent fever and hardening of the breasts, which cause great discomfort and prevent from carrying out daily activities." "Imaging tests revealed seroma, intramammary and axillary lymph nodes lymph nodes, as well as signs of grade IV capsular contracture, which is the most severe form of this complication." "Patient has pain on the breasts and hardening of the breasts also." Legal representative reported ¿hardening of the breasts¿ ¿frequent chest pains.¿ ¿which causes her great discomfort.¿- not device related. The device remains implanted.

Manufacturer narrative:
The reported events of "capsular contracture", "seroma-late", "lymphadenopathy", and "infection (unknown onset)" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Reason for reoperation: capsular contracture baker grade unknown; "palpable axillary lymph nodes"; "infection on the breast"; "seroma" further investigation: with the information collected during the investigation, there is enough evidence to support that device serial number 22125136 was manufactured under controlled conditions in accordance with abbvie¿s procedures and were no defects/problems/issues found in the documents related to the reported event. Seal strength was successfully completed and results were acceptable. Environmental monitoring results were found to be acceptable, and they confirmed that there was not an adverse impact on environmental conditions, device quality or performance. The sterilization run 30026667 is not related to any additional complaint infection record reported as of today. Considering that there is no adverse trend for this type of event, no additional actions are deemed required at this time. The issue with infection will continue to be monitored and corrective actions will be taken in the future if deemed appropriate. Given the fact that the cause of the infection cannot be specifically associated to the manufacturing process, and there is not an adverse trend for this type of event, and no ER/ ncr(s) were identified during the investigation associated to this lot and the complaint, no corrective action is deemed necessary at this time.

Event description:
Patient reported right side "pain", "stabbing sensation", "capsular contracture [baker grade unknown]", "prostheses have gone up", "breast inflammation", "episodes of fever", ¿palpable axillary lymph nodes¿, and ¿lymph node size augmentation¿. Healthcare professional reported capsular contracture baker grade IV, "pain and hardening of breasts", "radial folds and adjacent seroma", and "infection on the breast". Additionally, patient representative reported "patient was informed of the 2019 recall", "severe inflammation in the breasts", "[patient] needed hospitalization for pain control and treatment of infection", and "[presence of] altered lymph nodes reinforces the severity of the condition, suggesting a systemic inflammatory process". Patient also reported the following events, which are all not device-related: "shortness of breath", "palpitation", "tiredness", "fatigue", "joint pain", "headache", "dizziness", "dry eye", "dry mouth", and "hair loss". Device remains implanted.